Event description:
Customer reported the IV tubing separated at the upper fitment. There was no patient harm. No further patient/event information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing separated at the upper fitment was confirmed. During inspection of the set, the o-ring was found not present at the upper fitment, but indentation on the silicone tubing indicates it was present at some time. The o-ring is a component that is press-ritted onto the silicone tubing segment during the manufacturing process to secure the tubing to the upper fitment. The cause of the separation was due to the o-ring component not being present. The cause of the o-ring not being present in the tubing could not be determined. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.